Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after unpacking, the physician noticed that the hydrophilic tip of the guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient&#38112;condition was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned guidewire found the distal tip partially detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the distal tip was correctly attached to the corewire. No evidence of corewire fractured was found. The complaint was consistent with the reported event of hydrophilic tip detached exposing the tip of the metal corewire. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "handling damage." There is an ongoing investigation with regards to distal tip detached. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, after unpacking, the physician noticed that the hydrophilic tip of the guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.